Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of corroded electronic and motor assembly. Further testing could not be performed due to the frozen display.

Event description:
The customer reported that the insulin pump had unresponsive buttons. Troubleshooting was performed. The time on the device was advancing, but there was no response from any button at time of call. Advised the customer revert to back up plan. No further info was provided.